Event description:
It was reported that the customer was in the emergency room due to low blood glucose of 26mg/dl. Troubleshooting was performed, and it did seem that the insulin pump was functioning. The reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.